Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead had observations of noise that was reproducible in the clinic with isometrics. There were additional observations of high out of range pacing impedances greater than 2000 ohms. Subsequently, the lead was surgically capped and replaced. No additional adverse patient effects were reported.